Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was "getting very hot", and a "burning smell was noticed after the bulb was on for a while." There was no patient involvement; thus, no injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. Evaluation of the lightsource identified that the lamp hours exceeded the limit. It was noted that the inside of the unit was very dusty. No thermal condition was found. No "burning smell" was detected. The lamp was replaced due to its age. The internal housing of the unit was cleaned. The xenon lightsource passed all service and repair testing. Root cause analysis: the reported complaint could not be duplicated. No issues of overheating, burning, or burning smell were identified. The issue of this xenon lightsource producing a burning smell could be due to dust overheating inside the unit caused by improper cleaning. No manufacturing, workmanship, or material deficiency has been identified.